Manufacturer narrative:
Device was not returned to confirm if a malfunction had occurred.

Event description:
A consumer reported that a diamond clean smart power toothbrush caught fire while charging. No injury or property damage was reported.